Event description:
Customer alleged a pt was found entrapped in zone 4 between the left head siderail and mattress. The pt's chin was in contact with left head siderail towards the center of the bed and she was sitting on the floor. The pt was sent to the hosp with a soft tissue injury and a fractured wrist.